Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. After the implant the patient reported issues connecting the implantable pulse generator (ipg) to the external therapy discs. Troubleshooting was attempted and xray imaging was performed, which confirmed the ipg had migrated within the pocket. A surgical revision was performed on 27sep2023 to reposition the existing implant to allow for proper communication with the therapy discs.

Manufacturer narrative:
There is no allegation of system or device failure or malfunction. No reports of any external trauma or other events that are likely to have contributed to the ipg migrating within the pocket. Migration is a known inherent risk of implantable neuromodulation systems.